Manufacturer narrative:
On april 30, 2019 immucor tested sample ID (B)(4) using retention capture-r ready-screen 3 lot number e331 (expiry april 30, 2019) using capture-r ready indicator red cells lot number 221302 on the galileo neo instrument serial number (B)(4); sample reacted equivocal with cell 1 (24,9) and 3 (25,1). Known in-house samples were run with the customer sample; the 2 known negative in-house donor samples reacted negative as expected and the 2 known anti-e positive in-house sample reacted positive as expected. Retention product performed as expected with all in-house samples. Customer issue was determined to be sample-related (antibodies present in concentrations too low to be detected by the test methods employed). The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer in (B)(6) reported unexpected negative antibody screen results with capture-r ready-screen 3.